Event description:
It was reported that while in transit with a patient, and the cot in its full and upright position,that the foot end of the cot fell to the floor creating a 45 degree angle while the head end remained locked in place.

Manufacturer narrative:
Other: weldment.